Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleges that the pt experienced cardiac arrest and all injuries associated therewith. It was further alleged by the plaintiff's attorney that the pt subsequently expired. All of these allegations are alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.